Event description:
Carealert from day of implant received with rv unipolar impedance warning for rv unipolar 3000. Impedance measurement could have been during procedure; no daily trend yet from today; recommended having another urelink transmission to evaluate impedances and measurements. Measured rv impedance 285 ohms bipolar and unipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).